Event description:
It was reported that the backrest of this bed was drifting down when raised and would not stay in an upright position. No injury to pt or user was reported.

Manufacturer narrative:
Results - fowler clutch.